Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data downloaded from the controller connected to the patient¿s rvad (serial number: (B)(6) confirmed the reported low flow alarms associated with calculated flow values reducing as low as 0.0 lpm; however, a specific cause for the low flow condition could not be conclusively determined through this evaluation. Moreover, a specific cause for the reported bleeding at the anastomosis site could not be determined through this evaluation. It was reported that a heartmate 3 device was implanted as an rvad on (B)(6) 2020 for an existing lvad patient. The patient¿s lvad flows reportedly remained stable in the range of 4.2-4.8 lpm during the implant procedure. Review of the submitted log file data downloaded from the lvad system appeared to show the system operating as intended with overall stable pump parameters and no low flow events recorded. It was reported that after initially starting the rvad, bleeding occurred at the anastomosis. The rvad was stopped until the bleeding was surgically controlled. The rvad was subsequently started again and showed flow ranging from 2.9-3.2 lpm at a pump speed of 8000 rpm. The pump speed was then reduced to 7500 rpm with flows ranging from 2.7-2.9 lpm. The patient was stable with an open sternum when the backup battery was installed on the primary controller. Suddenly, a low flow hazard alarm occurred and a flow of 0.0 lpm was displayed on the system monitor with unchanged pump speed and power values. Immediate examination of the patient and operative field was performed to check for issues such as bleeding and outflow graft kinking. A tee was reportedly performed and showed flow through the outflow graft. The patient as well as the lvad performance remained stable; however, the rvad flow still displayed as 0.0 lpm on the system monitor. The rvad was stopped and restarted but flow did not improve. After a second pump restart with no flow improvement, the primary system controller was exchanged to the backup system controller; however, flow remained at 0.0-0.2 lpm. The thorax was then reopened with retractors, resulting in immediate improvement in flow. The pump speed could be increased to 6000 rpm with a stable flow of 3.5 lpm. The submitted controller event log file data downloaded from the patient¿s primary controller showed that the stored patient speed was changed multiple times, ranging from 4000-8000 rpm. Multiple low flow hazard alarms were captured throughout the log file, which were associated with calculated average flow values reducing as low as 0.0 lpm. Calculated average flow did not increase above the low flow hazard alarm threshold of 2.5 lpm unless the stored patient speed was set to a minimum of 7000 rpm and flow did not increase over 3.2 lpm. Moreover, it was noted that flow began to consistently remain very low at 0.0-0.1 lpm around the time when the backup battery was installed, even at a high stored patient speed, which is consistent with the reported event. Several intentional pump stoppages were noted throughout the log and did not resolve the flow issue, which is also consistent with the reported event. The submitted controller event log file data downloaded from the patient¿s backup controller showed that after the driveline was connected and the pump was running at the initial stored patient speed of 4500 rpm, calculated average flow initially remained at 0.0 lpm resulting in low flow alarms. Approximately one minute after the stored patient speed was increased to 7000 rpm, flow gradually increased to values above 2.5 lpm. The stored patient speed was ultimately reduced to 6000 rpm and flow remained stable at about 3.5 lpm with no further alarms recorded, which is consistent with the reported event. Despite the low flow condition, no atypical low speed/pump stoppage events were observed throughout the submitted controller log file data. Moreover, the corresponding lvad log file data captured no atypical lvad faults. A specific cause for the rvad flow issue was not reported. The patient remains ongoing on (B)(6). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. In addition, this document states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure and to obtain hemostasis prior to closing wounds. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on 28jan2020 via order: (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 "surgical procedures" provides instructions on how to anastomose the outflow graft and states to ensure that the suture line is secure with no blood loss. Section 5 also instructs that after adjusting the fixed speed setpoint, terminate cardiopulmonary bypass to provide ample blood flow to the device. The goal at this time is to achieve and maintain appropriate flow levels by adjusting the fixed speed of the pump. Monitor flow, ventricle size, position of the septum, and valve opening to determine the appropriate fixed speed setting. The final decision is ultimately dependent on the physician¿s clinical judgment and will vary from patient to patient. In addition, section 5 (under "securing the pump and connections") states that when the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 1 "introduction" provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was implanted with a right ventricular assist device (rvad) on (B)(6) 2020. During the implant procedure the flow was stable. Bleeding occurred at the anastomosis site and the rvad was stopped until the bleeding was surgically controlled. When the rvad was restarted the flow was decreased and the pump speed could be reduced with lower flow. The patient was stable with an open sternum when the backup battery was installed on the primary controller. Suddenly a low flow alarm was noted and flow was 0.0 lpm on the system monitor, with unchanged speed and power values. Immediate examination of the patient and operative field (bleeding, graft kinking, etc.) Was performed. A transthoracic echocardiogram (tte) showed flow through the outflow graft, and the patient was stable, though flow on the system monitor was still 0.0 lpm. The rvad was stopped and restarted but flow did not improve. After a second pump restart with no improvement the primary controller was exchanged but the flow on the monitor remained at 0.2 lpm. The thorax was then reopened which showed immediate improvement in flow. The flow rate was displayed on the system monitor and the speed could be increased with stable, increased flow.